Event description:
According to the info the customer inserted a catheter to drain their bladder and when customer pulled it out they were bleeding. Customer looked at the tip and it was cut off and sharp.